Manufacturer narrative:
Correction to the initial MDR : field should have been (B)(6) 2017.

Event description:
A report was received that the patient was experiencing worsening pain at the right side of the neck radiating to the right upper extremity. It was unknown if the symptom was device related or not. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patients complaint of worsening of pain was not device related. Device malfunction was not suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing worsening pain at the right side of the neck radiating to the right upper extremity. It was unknown if the symptom was device related or not. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2352,70, serial #: (B)(4), description: linear 3-4 lead, 70c.m model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model#: sc-4316, lot #: 16570711, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing worsening pain at the right side of the neck radiating to the right upper extremity. It was unknown if the symptom was device related or not. The patient underwent an explant procedure.